Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor glucose versus blood glucose differences with threshold suspend. The customer also had a high blood glucose of 400 mg/dl and they said that they treated with the pump. They declined troubleshooting for their high blood. The sensor and the insulin pump will not be returning for analysis.